Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarms. The customer stated that they had high blood glucose over 400 mg/dl at the time of incident. The customer's blood glucose was 387 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. Troubleshooting was done. The insulin did exit. The customer performed displacement test and the insulin pump passed. The no delivery alarm did not recur. The insulin pump will not be returned for analysis.